Event description:
Boston scientific received information that during a non-device related procedure this right atrial (ra) lead exhibited high pacing impedance measurements greater than 2,500 ohms. Upon review of the patient's chart, the local field representative reported that loss of capture (loc) was previously observed. A lead fracture was suspected. The device was programmed to ventricular only therapy. No adverse patient effects were reported.

Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available, this report will be updated.